Event description:
The manufacturer received information that the trilogy evo ventilator was returned to a third-party service center for evaluation of the allegation that service was required. There was no patient involvement and no harm or injury reported. Device error codes e-207, e-254 and e-256 that were found present the device error log indicate the internal battery was faulty and required replacement to address the issue. A non-critical error code e-330 cleared and no longer appeared after performing the pneumatic test. Preventative maintenance was completed on the device per maintenance schedule. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.